Event description:
It was reported that "when I was looking over my slide set to go out for a surgery I noticed that the threaded part of the rasp handle was broken off. I then looked at the rasps and found one that looks like it has the broken off piece stuck inside it. I checked with the rep who had it last and he said that they didn't use that tray at his surgery so, I don't know when or how it happened."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.